Event description:
It was reported that the pump touchscreen was not responding as expected to touch input, causing erroneous inputs to be made instead. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.